Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency that they have "suspected bia-alcl". Pathological markers were not provided. Device status and affected side are unknown.